Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-mar-2021 by a physician which refers to a 48-year-old healthy white female patient. The patient was not pregnant and neither breastfeeding. No information about medical history, concomitant medications or history of allergies has been provided. The patient had previously received treatment with hyaluronic acid at malar region and lips, with many different products such as juvederm voluma, juvederm lyft, botox every six months, sculptra to hand region, restylane lyft lidocaine, restylane lyft to mentum, malar regions and restylane refyne to dark circles region, always without complications. On (B)(6) 2020, the patient received treatment with 8 ml sculptra (lot 0j8881), 2 ml to each region of submandibular and mentonian region using microcannula 22g with retroinjection technique for unknown indication. 4 days later, on (B)(6) 2020, the patient experienced bilateral submandibular gland hypertrophy(salivary gland enlargement) which was improved one week later, using local heat and an unspecified oral anti-inflammatory. 15 days later, on (B)(6) 2020, the patient experienced bilateral edema (implant site oedema) on submentanian region. The physician oriented local heat. 18 days later, on (B)(6) 2020, the patient experienced a cyst/large and hardened nodule/sarcoma/dermatofibrosarcoma mixoide(dermatofibrosarcoma protuberans) of approximately 0.5 cm at the left of mentum region. On an unknown date in 2021 (two months and five days later), as a corrective treatment, the patient underwent a medical appointment with a plastic surgeon and performed the exeresis of the lesion. Unknown time later, on an unknown date in 2021, the scar(implant site scar) evolved with hematoma(implant site haematoma) and local hardening(implant site induration). On an unknown date in 2021, after the exeresis, a nodulation appeared in the surrounding area, measuring about 5 cm at its largest diameter and extending to the submentum and mentum region at left. After the surgery, the patient was evaluated again by the reporting physician and complained that cyst has returned and tripled in size. On examination, the physician noted a hardened nodule to the left and at that moment, injected with 0.9% of saline solution [sodium chloride] in the nodule site, without success. So, 30 days after the exeresis, the patient underwent to a new surgery, and the material collected was sent for biopsy. The lesion evolved in size and the anatomopathological examination report was compatible with dermofibrosarcoma mixoide (touching the bone). After the second surgical procedure the use of levofloxacin [levofloxacin] 750 mg, one tablet per day for seven days was prescribed to patient. The patient reported the events following the first surgical procedure to the performing physician. The patient underwent images exams like soft tissue ultrasound on (B)(6) 2021, also tomography of chest, face and neck on (B)(6) 2021, contrast magnetic resonance imaging of the face on (B)(6) 2021, biopsy puncture on (B)(6) 2021 and pet (positron emission tomography) scan on (B)(6) 2021. She was assisted by two plastic surgeons, two head and neck surgeons and a clinical oncologist. No hospitalization was required until the moment of this report. The patient was undergoing exams of tumor staging to schedule broad and radical resection surgery and subsequent reconstruction. The reporter informed that she does not believe that sculptra caused the sarcoma, but it had stimulated the cells and a dormant sarcoma woke up (as reported). The physician assessed the severity of the events as severe and causality was assessed as "possible trigger for tumor development" (as reported). Outcome at the time of the report: cyst/large and hardened nodule/sarcoma/dermatofibrosarcoma mixoide was unknown. Bilateral submandibular gland hypertrophy was recovered/resolved. Bilateral edema was unknown. Scar was unknown. Hematoma was unknown. Local hardening was unknown. Tracking list: v.0 initial v.1 fu received on (B)(6) 2021 from same reporter: event implant site oedema added. Coding of event sarcoma updated to dermatofibrosarcoma protuberans. Patient demographics, past filler treatment, suspect device implant location, reporter causality, corrective treatment details and laboratory test details were updated. V.2 fu received on (B)(6) 2021 from same reporter: events (bilateral submandibular gland hypertrophy, scar, hematoma and local hardening) added. Patient demographics, past filler treatments, suspect device implant date, needle type, volume, expiry date, event onset date, severity and laboratory tests were updated.

Manufacturer narrative:
Pharmacovigilance comment: the serious event of dermatofibrosarcoma protuberans was considered unexpected but a causal relationship to the treatment cannot be ruled out, although time to onset after administration of sculptra seems too short for a sarcoma. Serious criteria included medical and surgical interventions to prevent permanent damage. The non-serious expected events of oedema, scar, haematoma, induration at implant site and the unexpected event of salivary gland enlargement were considered possibly related to the treatment. Potential root cause include inherent product properties, injection procedure or local tissue reaction to the implanted plla, which might have impacted the progression of a preexisting sarcoma. Potential contributory factors include inappropriate patient selection, genetic predisposition, or unknown or undisclosed medical history. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. No events of dermatofibrosarcoma following treatment with sculptra have previously been reported. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Manufacturer narrative:
Pharmacovigilance comment: the serious event of dermatofibrosarcoma protuberans was considered unexpected but a causal relationship to the treatment cannot be ruled out, although time to onset seems too short for a sarcoma. Serious criteria included medical and surgical interventions to prevent permanent damage. The non-serious expected event of oedema at implant site was considered possibly related to the treatment. Potential root cause include inherent product properties, injection procedure or local tissue reaction to the implanted plla, which might have impacted the progression of a preexisting sarcoma. Potential contributory factors include inappropriate patient selection, genetic predisposition, or unknown or undisclosed medical history. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported and the product could not be verified. No events of dermatofibrosarcoma following treatment with sculptra have previously been reported. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a (B)(6) year-old healthy female patient. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with botox, sculptra to hand region, restylane lyft to mentum, malar regions and restylane refyne to dark circles region, always without complications. On an unknown date in (B)(6) 2020, the patient received treatment with sculptra (unknown amount, lot number, injection technique and needle type) to submandibular and mentonian region for unknown indication. 15 days later, on an unknown date, the patient experienced bilateral edema (implant site oedema) on submentanian region. The physician oriented local heat. 30 days later, on an unknown date, the patient experienced a cyst/large and hardened nodule/sarcoma/dermatofibrosarcoma(dermatofibrosarcoma protuberans) located in the transition from submentum to mentum. On unknown date, the patient was evaluated by a plastic surgeon who performed the cyst excision surgically, and it was not forwarded to anatomopathology analysis. After the surgery, the patient was evaluated again by the reporting physician and complained that cyst has returned and tripled in size. On examination, the physician noted a hardened nodule to the left and at that moment, injected with 0.9% of saline solution [sodium chloride] in the nodule site, without success. After that, patient was evaluated by a physician, head and neck specialist, who stated after examination that it was a post-sculptra complication and indicated a new surgical approach. At the time of this surgery, a hardened nodule was detected and unable to fully remove it. The material was sent for anatomopathology analysis and the result was dermatofibrosarcoma (touching the bone). A sarcoma specialist oncologist said that it was a rare type of sarcoma. On unknown date, the patient underwent to complementary exams, such as computed tomography, magnetic resonance imaging and puncture. A pet scan (positron emission tomography) was also scheduled. According to the reporting physician, a facial surgery was scheduled and the site would be analyzed. It would be a mutilating surgery and the jaw would be removed. The reporter informed that she does not believe that sculptra caused the sarcoma, but it had stimulated the cells and a dormant sarcoma woke up (as reported). Outcome at the time of the report: cyst/large and hardened nodule/sarcoma/dermatofibrosarcoma was unknown. Bilateral edema was unknown. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2021 from same reporter: event implant site oedema added. Coding of event sarcoma updated to dermatofibrosarcoma protuberans. Patient demographics, past filler treatment, suspect device implant location, reporter causality, corrective treatment details and laboratory test details were updated.